Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
While reviewing device data, there were several episodes of inappropriate automated mode switch (ams) noted due to far-field sensing in the atrium. The device was reprogrammed to resolve the event, and the patient was stable with no consequences.